Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. On (B)(6) 2024 the lead was capped and replaced. The patient was in stable condition.